Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 day spost op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("hives") and inflammation ("inflammation nos"). The patient was treated with loratadine (claritin hives relief) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urticaria and inflammation outcome was unknown. The reporter considered inflammation, medical device removal and urticaria to be related to essure. Concerning the injuries in the case, the following event was described in social media: hives concerning the injuries reported in this case the following events were reported via social media : inflammation nos and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: it was detected that this case (B)(4) was duplicate of case (B)(4). All the information from this case has been transferred to case (B)(4). This deletion case is hence marked for deletion and should be deleted from bayer database. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 day spost op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("hives") and inflammation ("inflammation nos"). The patient was treated with loratadine (claritin hives relief) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urticaria and inflammation outcome was unknown. The reporter considered inflammation, medical device removal and urticaria to be related to essure. Concerning the injuries in the case, the following event was described in social media: hives. Concerning the injuries reported in this case the following events were reported via social media: inflammation nos and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Events - inflammation nos and medical device removal were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.